Manufacturer narrative:
This report is submitted on december 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Additional: it has since been reported that the explant date was (B)(6) 2018. This report is submitted on march 25, 2019.